Event description:
Boston scientific received information that this right ventricular lead may be contributing to a fluctuating r wave amplitude (2.5-3.6mv). While no adverse patient effects were reported, the lead is going to be revised to mitigate concerns about the potential for loss of capture.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated and an updated report will be submitted.